Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an occlusion alarm occurred. The customer¿s blood glucose (bg) level was 302 mg/dl. System check with tandem technical support indicated that the blockage was likely located at the site; however, the customer declined to remove the site for observation. Reportedly, customer reverted to manual injections for alternate insulin therapy.